Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed the lcd display to be inoperable and it was replaced to resolve the report. However, the technician also observed numerous areas of external damage consistent with mishandling. The damage is not consistent with normal wear and tear. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.